Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the voltage was lower than anticipated but power consumption was normal, however it was recommended the device be replaced within 90 days. This device remains in service. No additional adverse patient effects were reported.